Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a no delivery alarm and a motor error alarm during bolus. Customer was not able to troubleshoot for the issue. Customer also stated that he experiences the thresh hold suspend alarm. Troubleshooting was performed and the settings were changed to prevent the alarm too often. No further information reported.